Event description:
I got allergan natrelle saline 68hp in 2014 and within a year I started having fatigue followed with night sweats, migraines and gut issues. I was then referred to a gastrologist and neurologist and had thyroid and hormone levels checked which came back normal, with having a baby and money being an issue, I just assumed it would pass. I've been prescribed migraine medicine which hasn't helped, daily headaches that I've just learned to deal with assuming its being caused by stress, following hair loss, memory loss, depression, anxiety, insomnia, joint pain, decreased libido, increased heart rate, weight gain with increasing gi issues. As of (B)(6) 2020 I've been referred to hematologist, cardiologist, neurologist, endocrinologist, and gastrologist because of previous symptoms increasing along with chronic fatigue, limb numbness, inflammation, tingling skin, rash around neck and face, tinnitus, sensitivity to temperature, throat clearing, vertigo, vitamin d deficiency, discoloration of feet and toes. Blood work done (B)(6) 2019 with elevated white blood count, onset high blood pressure that caused a week bed ridden and possible stroke. (B)(6) 2020 blood work showed white blood count climbing, neutrophils, lymphs, monocytes, eos "absolute" at abnormal high levels, all if this is still unknown cause. I now know I have bii and I've missed time with my kids and a failing marriage. Im not the same person I was and I want my life back. I got the implants to help with my self esteem when in fact these things have robbed me of 6 years of my life. FDA safety report ID# (B)(4).